Manufacturer narrative:
Additional initial reporter name: (B)(6). Updated fields: b4, e1, g1, g3, g6, h2, h6, h11.

Manufacturer narrative:
Updated fields- b4, e1, g3, g6, h1 h2 , h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they found the pump with a sticker stating that the unit was broken. The fse ran the unit and confirmed that the unit was working to its intended purpose. The fse checked the fault logs and found the fault code 118 error. After investigation the fse found out the unit was being mishandled and was being bumped around while not in the cart. The fse ran the unit for 17 hours with no issue. The fse explained to biomed that the unit should not be bumped into the walls and that the staff should transport the pump while still in the cart. Completed maintenance and validation successfully. Product passed all functional and safety tests per manufacturer specifications.

Event description:
N/a

Event description:
It was reported by the customer that during use, the cardiosave intra-aortic balloon pump (iabp) was broken. There was no patient harm or injury reported.

Manufacturer narrative:
Updated fields: a2, a3a, a4, b3, b4, b5, g3, g6, h2, h6 (health effect ¿ clinical code), h11.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) was broken. There was no harm reported.